Event description:
After an implantation period of approx. 100 months, it was reported that the pacing impedance was too high the lead was extracted and another one was implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The rv shock coil and fixation helix were found covered in fibrotic growth. Calcifications are known to cause high impedances and is thus assumed to be the root cause of the clinical observation. Furthermore, several cuts into the insulation were found, which most likely resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.